Event description:
It was reported that the ventilator stopped working with an inop alarm and all lights went out for about 20 seconds while connected to the patient. Then the unit came back on and displayed "reset" on the screen. No reported harm to the patient.